Event description:
Related manufacturer reference number: 3006705815-2022-15280. It was reported the patient's leads migrated and the patient lost therapy. In turn, surgical intervention occurred wherein the physician attempted to reposition the leads. However, the procedure was aborted as the leads could not re-enter the epidural space and were explanted. Patient was referred for paddle implant to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.